Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that about a week ago, they did a simple treadmill workout (they later referred to it as inclined walking) and it felt sore afterwards. Patient stated it was still tender now, a week later from when it started and they were nervous that the device could have moved. Patient services reviewed common activity considerations from the patient therapy manual and the patient stated they were worried that the device could move so easily because they were a nurse and they would do a lot of physical activity but the issue didn't occur after one of their shifts, it began after being on the treadmill so they were just nervous that this was going to be a regular thing since it was several months ago that they got the ins and it seemed healed. The patient also stated they'd been trying to charge the implant yesterday ((B)(6) 2024) and today ((B)(6) 2024) but it wouldn't charge. The patient stated the recharger would connect to charge the implant but then it would almost immediately disconnect and they'd have to keep searching until they got an error message. Patient services asked the patient if they' received a 1707 error message and the patient stated that they'd taken a picture of the error message and confirmed the message had been a 1707 service code and that they kept getting it when they were trying to charge. Patient stated the ins was at 10% now and it wouldn't be much longer before it died if they didn't get it charged up. Patient services reviewed the meaning of the message with the patient and redirected the patient back to their healthcare provider to check the implanted system and to further address the issue. Patient services asked the patient if they'd had any falls or traumas that led to the issue and the patient stated no, (that was when they talked about being on the treadmill in the course of the call) but that they had been having pain at the site of the implant and that it didn't look infected, but it was a little bit tender and they had already scheduled an appointment with their managing health care provider (hcp) on friday ((B)(6) 2024) to check it out. Patient services sent the patient the patient therapy guide for the interstim systems and also warm transferred the patient to. Patient services called the patient back to grab the recharger serial number and patient reported that they had continued to try to charge the ins but it would do the same thing as before: immediately connect but then the screen would start spinning and it would shoot off the 1707 message. Patient stated they didn't even hold the recharger over the ins long enough this time to see if they got the 1707 because when they started to see it was doing the same thing as before, they stopped trying. Patient was redirected once more to follow up with their hcp.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.